Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the sutureless catheter connector found no significant anomaly; analysis found non-significant indent in seal that did not affect infusion.

Manufacturer narrative:
Concomitant products: product ID 8709sc, lot # n183299025, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type catheter; product ID 8709sc, lot # n183299025, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the pump and catheter were explanted on (B)(6) 2014. The patient experienced acute paralysis that resolved in 4-5 days. An MRI revealed inflammation adjacent to the catheter in the paraspinous muscle but nothing that would indicate the device system would be the cause of the paralysis. The drug was titrated down and the patient did not experience any other symptoms. The patient status at the time of the report was ¿alive- no injury.¿ the pump was being used to deliver baclofen and clonidine. It was later reported the cause of the event had not been determined.